Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the event (no image) occurred due to faulty charged coupled device. (Ccd). The cause of the defective ccd could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition autoclavable camera head had no image. The issue was found during preparation for use, and the diagnostic procedure (hysteroscopy) was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was confirmed. Device evaluation found that no image occurred was due to a faulty charged coupled device. The additional evaluation findings are as follows: faulty cable causing damage to the charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.